Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not visible in pyxis. The customer mentioned three patient examples where the medications did not appear in pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not visible on pyxis system. A technical support specialist (tss) contacted the customer, who confirmed they had identified why orders were not showing. When the device was brought up on the server, the 'enable temporary non profile mode' setting was found to be checked. The tss confirmed with customer that if this setting was enabled, orders will not be displayed on the station. The system functioned as intended after the technical support specialist verified the device.